Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that when a patient with chest pain presented to the emergency room, fluoroscopy revealed a perforated ventricular wall. High capture threshold was also observed. A cardiocentesis was performed. The lead was explanted and replaced. The patient was doing well after the event.